Manufacturer narrative:
Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old african american female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant experienced right sided rupture and bilateral baker grade iii/IV capsular contracture post procedure. Diagnosis of rupture was made through magnetic resonance imaging. Replacement with non-mentor implants was performed on (B)(6) 2023. The patient is fully recovered. The right sided rupture was reported initially under 1645337-2023-09800 on august 21, 2023. On september 25, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.